Manufacturer narrative:
Lumenis investigated the reported events contacting the initial reporter directly to request patient information, treatment settings, sun exposure and patient photographs. Despite reasonable attempts (5 attempts) by phone and email, none was received other than the initial report; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Furthermore, the expert noted that debris build up was observed on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Subject device malfunction is not the suspected root cause of the event reported. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain." Lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. A review of similar events with similar reported subject device examination findings of device operator failure to maintain the treatment handpiece per subject device training and labeling determined operator error to be the root cause of the events reported.

Event description:
A user facility reported that two (2) patients sustained "adverse reactions" to unknown skin anatomical areas following hair removal treatment with a lumenis lightsheer duet laser, et handpiece.